Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : no product was returned for evaluation. Should new relevant information become available, a suppleme

Event description:
It was reported that the pump battery was depleting quickly. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.